Event description:
Facility has reported the following: the wolf large loop electrode broke outside of pt and was witnesses by md. Team was unable to find the broken piece on the floor. Procedure: hysteroscopic myomectomy x2.

Manufacturer narrative:
Richard wolf medical instruments corp tried to contact this facility numerous times to gather add'l info regarding device and intended procedure. There was no response from the facility (verbally or in writing). Reports were reviewed, this facility has reported problems with this device previously. Mdr1418479-2011-00022. Event date: (B)(6) 2011. Device # 4622.133, lot #:393111, exp. 06/2016. Procedure: hysteroscopic myomectomy. Mdr1418479-2012-00001. User facility did not return the device for eval, therefore, a full investigation could not be completed. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions regarding high temperatures and irrigation fluid. Rwmic considers this matter closed. However, we will send f/u info if received by the facility.